Manufacturer narrative:
The logfile and the returned valve o2 provided a basis for the investigation. The analysis of the logfile showed that some hours before the reported warmstart several deviations of the o2-concentration were alarmed optical and acoustical. This was due to a faulty valve control circuit at the valve o2. The consequence was a deviation of the operating voltage and the failure of the valve o2. As specified for this case the device generated a warmstart accompanied with an optical and acoustical alarm. During a warmstart the safety valve opens allowing the patient for spontaneous breathing. Afterwards ventilation will be continued with the former settings. The device has been repaired by replacement of the valve and returned into use.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the evita ventilator failed during use on pt. The screen blacked out during ventilation, a constant beep alarm was generated and the device restarted. No injury was reported.